Event description:
Caller reported that the occlusion alarm on the insulin pump did not sound as expected. There was no adverse impact to the customer's blood glucose level. The issue was reported to tandem, and a log investigation confirmed that the alarm activated but did not sound. Technical support decided to replace the pump and instructed the caller to put the old pump into storage mode and return it within 10 days to avoid charges. A replacement pump was shipped to the customer, and they were advised on transferring pump settings and connecting their cgm to the new pump.